Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4) : helix disengaged from helical channel. Full lead returned and analyzed. Additional findings of inner tubing kinked/buckled and blood in/on helix mechanism.

Event description:
It was reported that during an implant, the right ventricular lead had issues with the helix in that it popped out or jumped when attempting to re-extend the helix. The lead was not implanted. No patient complications have been reported as a result of this event.